Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: the procedure was a gastric bypass, we were making the first firing of vertical staple line on the pouch. The staples never formed, they were all bunched together which you will be able to see in the picture. The damage was a huge hole in the pouch which you will see in the pictures. No patient consequences. I don¿t know the product code but it was a 60mm power fired echelon stapler. You can ask someone in the or ¿ they would know. No change in post op care. The plee60a device was received for analysis with no visual non-conformances and with a gst60b cartridge loaded on the device. The cartridge reload was received fully fired. Upon further inspection of the reload it was found to have cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading, the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Pictures provided were reviewed during the analysis.

Event description:
(B)(4).